Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit had an error code 166 and 165. The patient had burn in a arch shape on skin.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. External inspections found minor wear. The reported condition was confirmed. The investigation identified the root cause of the reported event to be ic u7. The ic was replaced to address the condition. The investigation identified the root cause of the reported event to be the transistor, output fet, output rf choke, power transformer, 75mh inductor, and k2 relay. The transistor, output fet, output rf choke, power transformer, 75mh inductor, and k2 relay were replaced to address the condition. An additional failure was found during the investigation. Cold solder joints were found on the low voltage power supply. The investigation could not determine a root cause or a probable root cause for the failure. The solder joints were reflowed to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit had an error code 166 and 165. The patient had burn in a arch shape on skin. No further information available at this time.